Manufacturer narrative:
Medical device type: jka, fpa. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. A possible batch/lot # was provided by the initial reporter. The information for the potential lot/batch # is as follows: lot/batch #: 8318642, device expiration date: 2020-11-30, device manufacture date: 2018-11-14.

Event description:
It was reported that 15 bd vacutainer® ultratouch¿ push button blood collection sets experienced tube push off on the non patient end of the needle. The following information was provided by the initial reporter: material no. 367364, possible batch no. 8318642. Customer is reporting dissatisfaction with the multi-sample luer adapter that comes pre-attached to the back-end of the tubing on the ultratouch device. With their previous wingsets, bd's safety-lok blood set, they did not have to hold on to the tubes while they were filling. But, with ultratouch, the luer adapter usually pushes the tubes off the back, requiring them to keep a hand on the tubes during collection, which, when collecting from an area like a hand vein, can be extremely difficult. Not specific to a lot number, but just an observation that they have made over the course of the first couple of months since they implemented the device. Date/time for each patient as well as patient information are unknown.

Event description:
It was reported that 15 bd vacutainer® ultratouch¿ push button blood collection sets experienced tube push off on the non patient end of the needle. The following information was provided by the initial reporter: material no. 367364, possible batch no. 8318642. Customer is reporting dissatisfaction with the multi-sample luer adapter that comes pre-attached to the back-end of the tubing on the ultratouch device. With their previous wingsets, bd's safety-lok blood set, they did not have to hold on to the tubes while they were filling. But, with ultratouch, the luer adapter usually pushes the tubes off the back, requiring them to keep a hand on the tubes during collection, which, when collecting from an area like a hand vein, can be extremely difficult. Not specific to a lot number, but just an observation that they have made over the course of the first couple of months since they implemented the device. Date/time for each patient as well as patient information are unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. However, a possible batch number was provided. A review of the device history record was completed for the possible lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.